Event description:
Consumer reported she developed a rash, broke out in hives, and went into shock after using a tampon. Saw physician and received a needle for the shock. J&j recommended she speak to a physician. No additional available at this time.